Event description:
It was reported that this lead exhibited high, out-of-range shock impedance. It was noted that the impedance had been rising over the past year. Technical services discussed troubleshooting options but no reports of any action taken have been submitted. The patient later called to report that she was feeling symptomatic, but no symptoms were specified. Ts again discussed troubleshooting options and noted that their review found normal device function. No adverse patient effects were reported. This lead remains in service.